Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas c 111 with ise. The reporter stated they have been receiving low na patient results from the analyzer. The reporter was able to provide one patient sample with discrepant results: it is unclear if the initial result was reported outside of the laboratory. The initial result did not match the delta check prompting the rerun of the patient sample. The initial na result from the analyzer was 129 mmol/l. The first repeat result from the siemens dimension analyzer was 140 mmol/l. The second repeat result from the analyzer was 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields a2 date of birth, d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer and determined the event was caused by the na or ion-selective electrode (ise) tubing. He then replaced this part. The investigation determined the event was caused by the na electrode. The investigation determined the service actions resolved the issue.